Manufacturer narrative:
"Material #: 368607, lot/batch #: 2066228. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety guard coming off the eclipse needles during use. The following information was provided by the initial reporter. The customer stated: customer states, "I would rather not do this. I just sent 5 boxes with the last complaint of the same issue. The last complaint was unconfirmed, but the problem hasn¿t stopped, so I am not confident I would get a credit."